Event description:
The user did have good hearing perception after implantation but the hearing thresholds deteriorated over time. A coupling issue was suspected, per testing done in (B)(6) 2022. Reprogramming of the device was not able to resolve the issue. The device was explanted and the user was reimplanted with another device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which is supposed to have been present before explantation. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the stapes which occurred as consequence of a post-operative fmt migration. During explantation it was found that the head of the stapes had been eroded. Reportedly the recipient does have a history of middle ear disease, which can cause a demineralisation of the head of the stapes. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that the device will be explanted due to suspected coupling issue of the fmt.